Manufacturer narrative:
It was reported by the hospital contact that the wiring (614178/464690) was unable to be advanced through micro catheter (details unknown), following shaking of wire. No other information as of the moment. It was initially reported that the product is available for analysis. Sample was examined under microscopy. Bonds are intact. Diameter appears to be within specification. Coil is stretched in proximal segment. Distal 2cm displays several tight bends. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. No known non-conformities were found upon review of the DHR during the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. UDI: gtin unavailable, product made prior to compliance date; expiration date unknown; (B)(4). Concomitant medical products and therapy dates: micro catheter (details unknown).

Event description:
It was reported by the hospital contact that the wiring (product # unknown/lot # 46490) was unable to be advanced through micro catheter (details unknown), following shaking of wire. No other information as of the moment. It was initially reported that the product is available for analysis.